Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. Several good faith effort (gfe) attempts were made to the service technicians in order to clarify the complaint device evaluation and resolution. The philips engineer indicated that the issue was associated with the customer transporting the philips ip5 expression information portal device into the MRI procedure room, where it was magnetically pulled into the general electric MRI device. As this event was indicated by the philips engineer to have been related to customer error, this event will not be considered to be a malfunction of the complaint device. It is currently unknown how the issue was resolved as the engineer indicated that it was not possible to repair the equipment, and the customer had not accepted a quote for the device replacement as of the date of complaint closure. No further investigation or action is warranted at this time.

Event description:
It was reported that the monitor entered the MRI room and broke when pulled into it. There was no patient involvement.

Manufacturer narrative:
Additional information has been requested to clarify the details of this event. An initial response was provided that indicated that the philips ip5 complaint device was mistakenly taken into the MRI procedure room by auxiliary staff at the user facility. It was confirmed that the complaint device was not mounted to a cart but was carried into the MRI procedure room. It is currently unknown at which point the complaint device was pulled into the MRI machine. Additional information provided from the field also indicated that the MRI device that the philips ip5 monitor complaint device was pulled into was manufactured by general electric. A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the monitor entered the MRI room and broke when pulled into it. There was no patient involvement.